Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: social media.

Event description:
Alleged false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer did not mention doing any confirmatory testing or provide any additional information. An additional consumer event was also communicated which is captured on a separate report.